Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency resection electrode tip was worn out and could have burnt or melted if broken. The issue occurred during preparation for use. The device was changed out for a similar device and the inspection was finished. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated b5, d4 expiration date, h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection; the customer's complaint was not confirmed. However, based on the results of the investigation, it is likely that the event occurred due to wear and tear. The definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a turp (transurethral resection of the prostate) procedure. There was a 5 (five) minute delay.